Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection surgery, after firing was completed in rectal closure, the connection part of the shell and the adapter got disconnected after released from the tissue. In addition, the closing of the jaws was insufficient before insertion through the port (the tip was found not closed). There was no patient injury.